Event description:
Pt came to hosp to have device removed. During removal, physician unable to locate catheter. Access port remove. Chest x-ray done to locate catheter - found in heart with tip of catheter in ventricle of heart. Pt had to have an angiogram procedure to remove the catheter. Catheter was placed 5/17/93. Pt stated, had been unable to get blood return the last several times the catheter was used.